Manufacturer narrative:
(B)(4). Physio-control contacted the customer for additional information and was able to obtain the serial number of the device used during the event. Through that investigation, physio learned that the customer had contacted physio-control shortly after the patient event to request that their device be serviced. At the time of the service request the customer did not advise physio that the device had been used in a patient event, nor did the customer report that the device was unable to shock during the patient event. The customer had requested servicing due to a non-critical event code that was logged in the device's memory. Physio-control evaluated the customer's device but did not observe a failure to shock during testing. Physio did replace the therapy pcb assembly to resolve the non-critical event code in the device's memory and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly but was unable to duplicate the non-critical event code; additionally, the assembly was tested for defibrillation functionality and no discrepancies were observed. The cause of the reported issue could not be determined.

Event description:
The customer submitted a voluntary medwatch report (mw5042769) with the following: "defibrillator would not execute shock, able to obtain another defibrillator; no harm to patient." Physio-control contacted the customer to obtain additional details about the patient and the event; however, no further information was available. The device's serial number was not originally reported to physio-control in the customer submitted voluntary medwatch report.